Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.